Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap hernia repair.according to the reporter: balloon burst at the 8th pump. No medical intervention required, surgery time not extended by 30 mins. Patient is well now. Yes everything was recovered.